Event description:
It was reported that there was a loss of therapeutic effect, increased baseline pain and new pain. The pain was coming back into the left leg and starting in the right leg. It was the same pain as when the patient was ¿injured.¿ the patient felt their shoes were causing it and so the patient bought a new pair of shoes to increase ankle support. The patient increased the voltage every day moving from 2.5v to 5.0v but increased voltage ¿did not work.¿ the symptoms began two weeks prior to the date of this report. The patient did not know if the battery had ¿gone bad.¿ the patient was not sure if it was the stimulator. It was noted that the patient lived next to an airbase and numerous military aircraft such as jets and helicopters flew daily. When the aircraft circled the patient¿s dwelling there was an increase in stimulation, the patient felt ¿interference¿ and was shocked. A surging sensation was noted. The issues occurred mainly when the jets were fired up, flew around and landed. It was noted that the frequencies ¿messed up the television.¿ the patient had been living in the dwelling for 1.5 years. The patient had difficulty getting the regulator to work. It was noted that ¿sometimes it would work right sometimes it would not.¿ it was further indicated that ¿sometimes it would connect sometimes it would not.¿ it was clarified that the patient was talking about the patient programmer. It was noted that the patient was unable to adjust stimulation. The patient had the device reprogrammed three or four months prior to this report and started to receive relief. There were no known accidents or incidents related to this event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient had no stimulation sensation. It was noted that starting two weeks prior to the report, the patient had pain in his spine, legs and around the implantable neurostimulator (ins). At the time of the report, no troubleshooting could be performed as the patient programmer batteries were low and it was possible the stimulator was not on. It was noted that the patient would get new programmer batteries. The patient had an appointment scheduled with the health care professional on 2013 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010: product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010: product type lead; product ID 37743, serial# (B)(4): product type programmer; patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012: product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012: product type extension. (B)(4).